Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate matter was observed in a vascular probe. The particulate was found in the inner pouch during incoming inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and particulate matter was identified in the device. Inspection under a microscope was conducted and the loose particulate matter was determined to be fibers; however, the size of the identified fibers was within specification for this product. The sample was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.